Manufacturer narrative:
Abdominal surgery carries risk of adhesions regardless of whether a surgical implant is utilized. This risk may be exacerbated by intraperitoneal placement of surgical mesh which may lead to visceral adhesions. It was reported that this surgical plane was the only plane available for device placement for this particular patient.

Event description:
A patient underwent incisional hernia repair via intraperitoneal placement of mesh (ipom) on (B)(6) 2024 with ovitex lpr placed as reinforcement. The patient complained of abdominal pain approximately one week later. Approximately one week after presenting with pain, CT scan revealed a bowel obstruction. Upon exploratory laparotomy, adhesions were noted. Takedown of adhesions required device removal and some small bowel resection. While the device was not noted as definitively related to this incident, this event is being reported in an abundance of caution given that devices of this type are associated with the potential complication of adhesions.